Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the therapy pads. It was reported as small blisters that were not open. Patient reported that a prior gel leak may have contributed to the irritation. The patient was given hydrocortisone cream from physician. Follow up indicated that the patient was treating the condition and it had not improved. Follow up indicated that the patient was treating the condition and it had not improved.